Manufacturer narrative:
Final analysis found that the insulation was externally and internally abraded at 4.0cm to 4.7cm and 5.5cm to 7.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pocket stimulation presented in clinic. Upon interrogation, the right ventricular lead exhibited low impedance and noise reversions. During explant procedure, the physician had observed an insulation anomaly due to suture sleeve being tied down too tight during the original implant. The lead was explanted replaced without complications. The patient was doing well post operation.